Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained low blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 71 mg/dl. Caller stated that the customer's blood glucose dropped to 16 mg/dl while in the hospital. Nothing further was reported.